Event description:
During colon resection, ethicon stapler misfired during the anastomosis requiring the surgeon to resect more bowel and re-anastomosis the bowel with a second stapler, half of the anastomosis had the staples and half of the anastomosis was completely without the staples. Re-resection of the anastomosis using a gia stapling device and another anastomosis using eea size #29 stapling device.